Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) more often. It was noted that patient also experienced shocking sensation and impedances were found on patients spinal cord stimulator lead. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700,model: sc-2317-70, serial: (B)(6), batch: 5101160, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5158715, UDI: (B)(4).

Event description:
It was reported that patient needs to charge the implantable pulse generator (ipg) more often. It was noted that patient also experienced shocking sensation and impedances were found on patients spinal cord stimulator lead. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.

Manufacturer narrative:
Correction to the initial MDR in block h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 5101160 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 5158715 UDI: (B)(4).